Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of "flow rate" was not reproduced. The device was tested for flow accuracy and passed. A review of the event history log (ehl) revealed no abnormalities. The customer did not provide the event occurred. The pump functioned as intended, however the condition of the IV set, IV bag, and set up are unknown. The customer did not provide event parameters, however multiple infusions were started and completed on the last days of customer use. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate during testing in the biomedical service department. There was no patient involvement. No additional information is available.